Event description:
Boston scientific crm received information that this right ventricular lead dislodged one month post implant. The lead was explanted and replaced.

Manufacturer narrative:
The lead will not be returned as it was discarded at the hospital.